Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in, the following evaluation findings were observed: watertightness was not maintained due to holes in the curved rubber, the flexible tube of the insertion section was crushed, scratches were noted on the insertion tube, scratches were found there are scratches on the angle lever on the eyepiece, scratches were noted on the operation unit cover, scratches were found on the grip, scratches were found on the up down (ud) plate, the ventilation mouth ring under the grip was scraped and there were scratches on the diopter ring. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a rubber pinhole. Upon inspection of the customer¿s returned device it was observed, the coat on the light guide (ig) snake pipe was noted to be peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling was caused by stress of repeated use, external factors, or handling. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.